Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported intraoperative type iiib endoleak of the afx2 bifurcated stent graft was unconfirmed. Device, user, procedure or anatomy relatedness of the event could not be determined due to a lack of the relevant medical information. The final patient status was reported being stable. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: h6: result code ¿ removed 3233 h6: conclusion code ¿ removed 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. During the initial implant procedure, a type iiib endoleak from the suture holes of the bifurcated device was suspected. The physician elected to implant an afx limb extension, which resolved the leak. As of date, there have been no additional patient sequelae reported.